Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill alert occurred. The customer reported an elevated blood glucose (bg) level; however, no specific bg value was provided. A correction bolus was delivered to address bg level. Customer was later able to load a cartridge successfully.